Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Troubleshooting has been completed. Customer states the drive support cap appears normal. Customer states the insulin pump had been broken week ago. The customer was advised to discontinue use of the insulin pump. The device will not be returned for analysis.